Event description:
The pt had a lesion in the right coronary artery. The right femoral approach was chosen for the procedure. The 6f, jr4 vista brite tip guiding catheter was torqued and "turned off". A distal piece remained within the pt and was saved by a goose snare, which was introduced over the left femoral artery. There was no adverse effects to the pt. The treating physician mentioned that the event was not related to the prod, but to his own inadvertence.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.